Manufacturer narrative:
Additional information: section d4 (serial number) has been updated from (B)(6). Based on the returned product. Sensor (B)(6). Has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). No failure modes were observed upon visual inspection of the plug assembly. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer received a ¿replace sensor¿ error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as "low glucose level", a seizure, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (doctor) who provided an unspecified (dose/type) insulin as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a ¿replace sensor¿ error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as "low glucose level", a seizure, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (doctor) who provided an unspecified (dose/type) insulin as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.